Event description:
It was reported that multiple untreated episodes were seen with major high amplitude artifacts in the secondary sensing vector. Provocation testing along the electrode could not reproduce the artifacts and provocation at the device resulted in artifacts in the secondary and alternate sensing vector, with no artifacts in the primary sensing vector. No visible damage was seen on x-ray. The physician reprogrammed the device to the primary sensing vector. Additional information noted that the system was subsequently explanted and replaced with a competitor system. No additional adverse patient effects were reported. The system was expected to be returned.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that multiple untreated episodes were seen with major high amplitude artifacts in the secondary sensing vector. Provocation testing along the electrode could not reproduce the artifacts and provocation at the device resulted in artifacts in the secondary and alternate sensing vector, with no artifacts in the primary sensing vector. No visible damage was seen on x-ray. The physician reprogrammed the device to the primary sensing vector. Additional information noted that the system was subsequently explanted and replaced with a competitor system. No additional adverse patient effects were reported. The system was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.